Event description:
Patient presented to the physician with redness and swelling at the neck incision site, as well as inflammation, redness, and serous drainage at the chest incision site, which was warm to the touch. Physician noted ongoing infection at the incision sites and prescribed antibiotics.